Event description:
Per the physician, the patient had side effects from prialt. At a 5 mcg/day, the patient was exhibiting bizarre behaviors like removing her clothing in the middle of the living room. The patient was confused and tangential. The symptoms began 7 days after a dose increase in early (B)(6) 2015. The pump dose was decreased to 3.5 mcg/day. The bizarre behavior resolved, but the patient was still cognitively slower and had difficulty finding words. On (B)(6) 2015, the pump was programmed to flex mode with a basal rate of .133 mcg/hr and a .4 mcg bolus over 45 minutes at 10pm. The doctor planned to continue to monitor the patient following the dosing adjustment. The patient outcome was reported as ¿recovering/resolving with decreased dose¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4) implanted: (B)(6) 2015, product type catheter. Product ID: 8835, lot# serial# (B)(4) product type: programmer, patient. (B)(4).

Event description:
The pump was delivering prialt. Per the physician, the dose changes had been very small from one dose change to the other. The last change was on (B)(6) 2015. Per the patient¿s husband, as of (B)(6) 2015, the patient had been ¿out of it¿ for a week. The patient was taking her clothes off and he was getting calls in the neighborhood that she would go out in the yard and take her clothes off. The patient also took more of her oral dilaudid (dose not provided) than she was supposed to. The patient was seen by the physician on (B)(6) 2015 and was having psychosis issues. At that time, the pump dose was decreased by 9%. As of (B)(6) 2015, the patient was fine.

Manufacturer narrative:
(B)(4).